Event description:
It was reported that the central nurse's station (cns) shut down without any indication. No consequence or impact to patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer nurse reported that cns device was off. Nk tech support providing assistance over the phone found that the uninterrupted power supply (ups) was off as well. Customer nurse had called customer's biomed department and was responded that they could not do anything. There was no indicator light on the front panel of the ups. Pressing the power button did not do anything. Customer nurse did not feel comfortable with plugging the cns directly to the wall outlet as part of troubleshooting. Customer nurse was not able to verify the serial number of the affected cns. Multiple attempts to reach customer for additional information and troubleshooting were unanswered. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: customer's service history shows one incident of power outage around the same time, ticket number: (B)(4). Under this ticket, one cns (pu-621ra s/n: (B)(6) was reported to be off after the facility experience 8-10 power outages in a 48-hour period. Once the cns device was connected to the wall outlet, device booted up and functioned as intended. Due to customer have not responded to nk's contact attempts, it is unknown if these two incidents were relating to the same cns device. Thus, the root cause could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
It was reported that the central nurse's station (cns) shut down without any indication. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) shut down without any indication. No consequence or impact to patient.